Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fully penetrate on her onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The patient claims she felt symptoms of "hypoglycemia." Symptoms were not specified. At an unspecified date/time, the patient reportedly received treatment (type not specified) from her health care professional (hcp). The cca noted the correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. Based on the provided information at this time, the linkage between the reported product issue and the alleged injury by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. This complaint is being reported because the patient claims she developed "hypoglycemic" symptoms after the reported lancing device issue began.

Manufacturer narrative:
(B)(4): thelancing device has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lancing device involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.